Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 407 mg/dl at the time of incident and the current blood glucose of the patient is 220 mg/dl. The customer¿s other blood glucose value was 185 mg/dl. The customer treated with manual injections for high blood glucose. The customer reported that the insulin pump¿s screen did not came back after battery change. The customer was assisted with troubleshooting and declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.